Event description:
It was reported that the patient had an infection at the site where the non-device related surgery was performed. It was noted that the infection migrated to the ipg and lead sites. The patient was hospitalized and was placed on antibiotics. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7071478 / 7070322. Product family: scs-lead fixation-MRI upn: m365sc43190. Model: sc-4319. Serial: na. Batch: 25254148.